Event description:
It was reported that a patient was admitted for an acute stroke. During the thrombectomy procedure, angioplasty and stent placement were successful. An hour later, a CT scan of the left hemisphere showed hemorrhage and midline shift. The patient was taken to surgery for evacuation of the intracerebral hemorrhage. The patient continued to deteriorate and develop cerebral herniation, and died five days later.

Manufacturer narrative:
Additional information stated that the patient was also given factor 7a and platelets due to this event.

Event description:
It was reported that a patient was admitted for an acute stroke. During the thrombectomy procedure, angioplasty and stent placement were successful. An hour later a CT scan of the left hemisphere showed hemorrhage and midline shift. The patient was taken to surgery for evacuation of the intracerebral hemorrhage. The patient continued to deteriorate and develop cerebral herniation, and died five days later.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage, surgery and patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.